Manufacturer narrative:
Invacare manufactures multiple models of portable concentrators. The model and serial number of the concentrator is unknown. No RMA has been issued for the retrun of this device. All concentrator user manuals provide the following precautions. The following precautions were taken from user manual part no 1156872 return solo2. It is unknown if any other these precautions were taken. Also, it is unknown if these precautions were ignored and could have prevented the event from occurring. Danger: risk of electric shock. Do not disassemble. Refer servicing to qualified service personnel. No user serviceable parts. To reduce the risk of burns, electrocution, fire or injury to persons a spontaneous and violent ignition may occur if oil, grease, greasy substances, or petroleum based products come in contact with oxygen under pressure. These substances must be kept away from the transportable oxygen concentrator, tubing and connections, and all other oxygen equipment. Do not use any lubricants unless recommended by invacare. Avoid using while bathing. If continuous usage is required by the physician's prescription, the concentrator must be located in another room at least 7 ft (2.1 m) from the bath. Do not come in contact with the concentrator while wet. Do not place or store product where it can drop into water or other liquid. Do not reach for product that has fallen into water. Unplug immediately. Keep the oxygen tubing, cord, and unit out from under such items as blankets, bed coverings, chair cushions, clothing and away from heated or hot surfaces, including space heaters, stoves and similar electrical appliances. Danger: avoid creation of any spark near medical oxygen equipment. This includes sparks from static electricity created by any type of friction. Do not use extension cords with ac power adaptors provided. Additional monitoring or attention may be required for patients using this device who are unable to hear or see alarms or communicate discomfort. Radio frequency interference. This equipment has been tested and found to comply with emc limits specified by iec/en (B)(4). These limits are designed to provide a reasonable protection against electromagnetic interference in a typical medical installation. Other devices may experience interference from even the low levels of electromagnetic emissions permitted by the above standards. To determine if the emissions from the transportable oxygen concentrator are causing the interference, turn the transportable oxygen concentrator off. If the interference with the other device(s) stops, then the transportable oxygen concentrator is causing the interference. In such rare cases, interference may be reduced or corrected by one of the following measures: "reposition, relocate, or increase the separation between the equipment." Connect the equipment into an outlet on a circuit different from that to which the other device(s) is connected. Polarized plug instruction: as a safety feature, this appliance may have a polarized plug (one blade is wider than the other). This plug will fit in a polarized outlet only one way. If the plug does not fit fully in the outlet, reverse the plug. If it still does not fit, contact a qualified electrician. Do not attempt to defeat this safety feature.

Event description:
During a FDA inspection at the (B)(6) facility on (B)(6)-2011, investigator (B)(6) made us aware of the following complaint. "On (B)(6)-2010, the individual was seated at their desk and had finished heating their coffee in the microwave; standing from a distance of approximately 10 inches from the outside edge of microwave door, they held door with left hand and reached into microwave with right hand; they let go of the door, picked up the coffee and observed a blue arc or static discharge from the side of the outside of the microwave to plastic nosepiece of oxygen concentrator attached to his face. There was a fire as a result causing burns to user's face. The next morning they were treated for burns and provided pain medication and antibiotics. The injury is described as 1st through 3rd degree burns on the face with additional comments of charred and blackened. It was rented from (B)(6). It was noted the microwave had a 3 prong plug that appeared secure. The circuit breaker had not been thrown for the microwave or home. Reportedly no metal was on cannula and coffee cup was plastic. The complainant had electrician visit to assess and found no problems. The complainant reportedly attempted to contact a manufacturer 3-18 and 3-19-2010 and left message with no response."